Event description:
The report from the voluntary medwatch indicated that: a pt was undergoing coronary stenting to a curved but non-tortuous, non-calcified proximal cx. The site was successfully ballooned, but the 2.5x23cm cypher would not go over the curve. The sds was pulled back (not retracted into the 6f launcher guide catheter), and the stent dislodged off the balloon before it even reached the guide catheter; it eventually ended up in the left iliac artery. The stent was ballooned once in the iliac before being retrieved with a snare. The struts were noted to have been bent, per reporter, it may possibly have been from the ballooning and retrieval efforts.